Manufacturer narrative:
Final analysis found that the pulse generator exhibited no output and telemetry due to a depleted battery. After a new battery was installed, normal device function resumed.

Event description:
It was reported that an asymptomatic patient presented to the clinic in backup operation. The pulse generator exhibited premature battery depletion and intermittent telemetry. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.